Event description:
Lysis was evident around cement/bone interface & revision was undertaken to replace stem. Cup appeared to be 49mm low profile cluster pca. No records were received from hosp where original surgery took place. Cement was well bonded to stem & was removed en-mass. A #4 emerald broach was then inserted, the canal pulse lavaged & a #4 stem was implanted in vacuum mixed simplex cement. A new head was then implanted (+5/32mm) & routine closure was initiated.